Event description:
The pump was returned for investigation. Investigation found a dim/faded display screen and a cracked battery compartment. This report is made based on the results of investigation completed on 04/09/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/09/2015 with the following findings: on investigation, the pump powered up to a dim display screen with reddish contrast. The battery compartment was found to have cracked below the grip pad. The bolus button cover was torn while the button responded properly. No tactile issues were found with the keypad buttons. (B)(6).